Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent air bubbles were observed within the luer lock connection and the infusion set tubing. Blood glucose level ranged between 227-300 mg/dl. Reportedly, the air bubbles were either successfully removed or a cartridge change was performed to address the issue.